Event description:
It was reported that the pump touch screen was " worn and visibility was affected under certain lighting." There was no reported impact to the customer¿s blood glucose level. The customer declined any further troubleshooting, and no additional action was taken at this time.